Manufacturer narrative:
Additional information: d 4: unique identifier number added. Correction: e 1: facility name and address corrected. A device history record (DHR) review was completed for the lot number reported. There were no manufacturing related issues related to the complaint issued for this lot. A photo and physical samples were received and reviewed. From the photo we are unable to identify the cause of the lint and reach a root cause. Four samples were received, one tray was opened and reviewed, at the time there were no small particles that fell from the tray and sponge. The other three trays were opened and dumped out, then the sponges were shaken to see if there were any particles to fall out. All three trays passed inspection; this complaint is unconfirmed. The root cause could not be determined. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated, when they opened the pack, there were small white particles that fell on their work table.